Event description:
The patient reported ¿the year they put the new one in 2013 my catheter wasn¿t delivering the medication because the catheter broke off and the medication was being absorbed into the patient¿s skin¿. The patient stated that they had been complaining about the severe pain they started getting, so the healthcare provider did an x-ray and it was discovered the catheter broke. The pump was used to deliver clonidin, bupivacaine, and dilaudid. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n108751008, implanted: (B)(6) 2009, product type: catheter. (B)(4).